Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc and suffered from breast pain, capsular contracture baker grade iii, calcification, especially on the left side bilaterally. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2019. This medwatch is for the right breast implant.